Manufacturer narrative:
The complaint and returned sample have been submitted to vygon (B)(6), which is where this part was manufactured, for evaluation. Vygon (B)(6) reports the following regarding this complaint. As received, the catheter was leaking just distal the pink adapter. Microscopic inspection showed signs that the catheter was damaged by the stylet (little diagonal running tears). The catheter can compress onto the stylet during removal due to frictional forces. The most probable cause of the catheter leak is that the stylet cut into the catheter's wall during the stylet removal. Tests have shown that flushing the catheter with diluted lipid solution will improve stylet removal. No corrective action is warranted; however, both vygon (B)(6) and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
PICC was noticed to be leaking at time of insertion after the stylet was removed.

Manufacturer narrative:
The malfunctioning device was return to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
PICC was noticed to be leaking at time of insertion after the stylet was removed.